Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a battery compartment crack, a damaged battery cap, and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: pump powers with an audible tone, vibration alarm and a unreadable dim display. Battery compartment crack observed from threads to case seal. No evidence of moisture contamination found inside battery compartment. Battery cap is unable to fully tighten due to damaged threads and battery compartment crack. A power loss was observed. A test cap was used and was also unable to fully tighten. The pump was exercised for 24 hours. No power loss or low battery warnings were duplicated. Pump case was removed, no evidence of moisture was identified inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Display is faded, discolored and can not be read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration.